Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Associated medwatch: 1221934-2016-10245, 1221934-2016-10246. (B)(4). The lot expiration date is currently unavailable.

Event description:
The sales rep reported that during a rotator cuff repair that the customer's expressew iii without hook broke two needles when retracting them. The first time the broke tip was easily retrieved. The second time the broke tip was left in the patient. X-rays were done but the tip was not found. Both times the same gun was used and the tip broke each time on the 2nd fire. The gun would fire once without issue then fire a second time and break the needle when retracting it. The surgeon completed the procedure with another like device with no patient consequences. There was a 15 minute delay reported.

Manufacturer narrative:
The complaint device is not being returned and therefore not available for a physical evaluation. However, from past investigations of similar failure modes, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. The needle could also break if it accidentally hits the bone or other instruments. Eiii needles have been designed to pass (B)(4) times through tissue and any usage beyond this would cause the needle to fatigue. It was reported that the needle broke on second pass. Although the associated expressew gun was not returned, it is a possibility that the jaws on the device has been bent causing the needle to break. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. The complaint rate has been reviewed against the risk analysis document and found to be within the expected levels. Based on the complaint history, no further corrective action is warranted at this time. However, this file will remain receptive to any potential forthcoming information that is pertinent to this issue. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).